Event description:
On (B)(6) 2012 - 1st bilateral orthovisc injection - no adverse reaction. On (B)(6) 2012 - 2nd bilateral orthovisc injection - pa injected the left knee, the pt moved due to pain and the needle came out of the knee which caused the liquid to dripped to the floor. The pa re-injected the remaining product into the same knee. Pt suffered from severe swelling, bruising and heart palpitations post injection. On (B)(6) 2012 - the pt was hospitalized, received an operation for strangulation of the bowels and suffered a heart attack/stroke. On (B)(6) 2012 - the pt returned to her attending physician who confirmed his claim regarding to product being injected into an artery or vein. Pt did not receive the 3rd injection of orthovisc due to swelling in the knee and was prescribed methyl prednisone. To date, the pt is receiving rehabilitation.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further evaluation or investigation is possible.